Event description:
The following was reported to hamilton medical ag: -while doing the pm in system test o2 mixer assembly get failed. -we checked with oxygen sensor and o2 input but the issues not solved. No patient involvement.

Manufacturer narrative:
Hamilton medical ag case number is: (B)(4).